Event description:
The pt became restless and complained of shortness of breath and chest pain during the treatment. A drop in blood pressure to 70/40 was recorded. The treatment was terminated 1 hr, 5 minutes early, and 1000 cc saline and oxygen was administered. The pt was placed on a cardiac monitor which revealed an abnormal heart rhythm. The pt was released from the clinic .2 kg under dry weight with stable vital signs. The gambro technical services rep was unable to duplicate but replaced the ultrafiltration "cca".